Event description:
It was reported that suture placement in the heavily calcified common femoral artery was attempted with a proglide device, using a pre-close technique, via a 7f sheath prior to a percutaneous endovascular abdominal aortic aneurysm repair (pevar- aaa) procedure. Reportedly, the proglide device got stuck in a calcified artery and was unable to be retrieved after deployment. The physician dissected the artery and cut the suture to remove the device. Hemostasis was achieved surgically. A fair amount of scarring, from what looked like a femoral hernia repair, was observed. There was no clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderate to heavily calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.